Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The inventory manager for a user facility reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with a user facility nurse. A blood leak alarm was received on the 2008k2 machine approximately 30 minutes after treatment initiation. The blood leak was not visible to the staff. Blood leak test strips were used and tested negative for the presence of the blood. There was no defect or damage noted to the dialyzer. The patient¿s blood was not returned as a precaution. The patient¿s estimated blood loss (ebl) was approximately 200 ml. No serious injury or required medical intervention resulted from the reported issue. The patient was transferred to different machine where treatment was completed successfully with new supplies. The machine was pulled from service. Details regarding the evaluation of the machine were not available.